Event description:
It was reported that during the procedure, the device could not emit a laser. As a result, the procedure was canceled. There were no patient complications. This event is being reported for aborted/canceled procedure with a patient under anesthesia or sedation status unknown.

Manufacturer narrative:
There was no device available for analysis; therefore, no physical or visual analysis of the product could be performed. However, the console was serviced onsite by a field service engineer (fse). The optical fiber was connected, the low energy and high energy were normal. A review of the device history record showed that this auriga xl 4007 console was installed on august 21, 2017. Since, there were no other services reports. The fsr recommended customer to maintain the equipment. Based on the inspection performed by fse, the console operated as intended with no issues and the reported event cannot be confirmed.

Event description:
It was reported that during the procedure, the device could not emit a laser. As a result, the procedure was canceled. There were no patient complications. This event is being reported for aborted/canceled procedure with a patient under anesthesia or sedation status unknown.